Event description:
The event is reported as: add'l info was received 10/05/2010. It was reported that the pt who had coronary bypass surgery returned to the operating room after several hours for bleeding, where it was discovered the clip had slipped off the saphenous vein graft in the heart. The reporter stated the pt suffered a neurological deficit post operatively. The pt's current condition is unk.

Manufacturer narrative:
Outcomes attributed to adverse event. Other serious - the pt was returned to the operating room because of bleeding. The sample device has not been received at time of this report, therefore, the investigation is incomplete. A f/u investigation report will be sent when completed.